Event description:
Patient presented to the ER physician with a high fever, redness at the ipg site, and pain in the chest. ER physician placed the patient on IV antibiotics. Patient presented back to the physician with an infection at the ipg site. Physician brought the patient into the or and removed the entire inspire system.